Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of cartridge septum in the syringe. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the cartridge with the pump for insulin therapy.